Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak remains unknown.

Event description:
Related manufacturing ref: 3005334138-2023-00129. During the procedure, when attempting to flush the inside of the sheath, a large amount of air was aspirated. It was determined to be the hemostasis valve because air could not be aspirated when negative pressure was applied while suppressing hemostasis valve. The introducer replaced with a second one, but the issue persisted. Since the case was in the final stage, the procedure was completed and there were no adverse consequences to the patient.